Event description:
Customer reported that blood is leaking out of the quick disconnect.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#: (B)(4). The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complai nt. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled & inspected according to our specifications. One photo of catalog number a-6000-08lf (pe adult-ped dry/ wet lf 6/cs) was received for analysis. It was observed the pleur evac unit with two arrows, one pointing to the suction port of ats connector and the other arrow pointing between the red and blue connector of ats connector. Also, it was observed a blue medical pad under ats connector, and such pad has a red stain that it seems blood, that give the impression that the ats connector is leaking. The photo is not enough clear to observe a leak on ats connector. No corrective action can be established at this moment since the product sample is not available for evaluation. Product sample is necessary to perform a proper investigation to determinate the root cause and the corresponding corrective actions. Customer complaint cannot be confirmed based only on the photo provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint.

Event description:
Customer reported that blood is leaking out of the quick disconnect.